Event description:
The tip of the catheter ruptured at some point while in the patient. The patient reported pelvic pain which prompted the removal of the catheter. The rupture was discovered at that point. It initially was unclear if part of the foley was retained in the patient, so the patient ended up needing a cystoscopy which confirmed no foreign body had been left behind.